Event description:
It was reported that this right ventricular (rv) lead and right atrial (ra) lead were explanted as the patient pulled the leads back into the pocket due to twiddling. The physician removed the system and reimplanted the device and new ra and rv leads sub pectoral to try and prevent reoccurrence. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.